Event description:
A report was received that the patient's ipg would no longer hold a charge and cannot be woken up with cycle charging. It was also reported that the battery was non-functional. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per patient and physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg would no longer hold a charge and cannot be woken up with cycle charging. It was also reported that the battery was non-functional. The patient will undergo a battery replacement procedure.